Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. G4: device is not distributed in the united states, but is similar to device marketed in the USA.

Event description:
It was reported that due to a fault in the motor's electrical connection, more effort is required to drill. As a result, when this effort is made, the drill bit breaks and this tip remains inside the patient. There was additional procedure time because it was impossible to use the motor; its power was intermittent. It started in reverse in lock instead of on. The drill tip remained in the patient due to the constant effort, which could not be removed.